Manufacturer narrative:
(B)(4). Incident occurred during the procedure. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 473.170s, lot# 9787304. Manufacturing location: (B)(4), manufacturing date: jan 25, 2016, expiry date: jan 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for femur trochanteric fracture. During the procedure, the surgeon inserted a 0mm end cap and it span around. Surgeon tried several times but failed. Instead of using the 0mm end cap, he used 5mm end cap instead. It fit in a right place at first time. There was 10 minutes delay in surgery. Patient and surgery outcome were not reported. Concomitant device: nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii end cap 0mm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed. One pfna-ii end cap 0mm was returned for investigation. The visual inspection of the end cap shows that the first turn of the thread is damaged, the anodized color is worn/vanished and the hexagonal recess shows signs of use. The review of the device history records revealed that this end cap was manufactured according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities documented. Lot 9787304 was manufactured in january 2016, (B)(4) parts according to our specifications. The returned end cap was checked for conformance to the specifications; the results confirmed that all measurable dimensions are in compliance with the technical drawings. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances; the damage incurred is most likely a result of method of use. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.